Event description:
Initial result for a pt troponin t was <0.010 ng/ml. When repeated, the result was 0.209 ng/ml. The incorrect result was not used to guide therapy. The account performed liquid flow cleaning and experienced no further problems. The event was caused by a clot associated with the use of folate reagent that formed in the measuring cell.